Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was suspected as being fractured. The associated patient was being implanted with a non-bsc device at the time of this evented information. The device system was being interrogated at which time, shock impedance was observed as greater than 200 ohms in all vectors. The patient was from outside the united states but being implanted in the united states. The boston scientific technical services consultant searched every available record source but could not locate the patient in the boston scientific medical records system, nor by calling the non-bsc technical services. Rv pacing impedance remained within normal limits, as was the farfield electrocardiogram from rv coil to device.

Manufacturer narrative:
It is not known as to whether this lead had been removed from service or whether there had been any patient adverse symptom or impact on critical therapy. If new information becomes available, this report will be further evaluated and updated.